Manufacturer narrative:
A steris service technician inspected the washer and found that the cause of the control system freezing was due to the hdmi and dvi cables requiring replacement. The technician replaced the cables and confirmed the control system to be operating properly. The technician further inspected the washer and found that the cause of the leak was attributed to loose collars on the hose pump. The technician tightened the collars to the hose pump, ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their washer. The user facility also stated that the control system would freeze during the washer's start-up phase. No report of injury.